Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a second revision due to pain, possible tibial loosening, and fibrosis. Depuy cement was used during the first revision operation. There was no evidence of infection. The was no mention of loosening within the revision operative procedure note. Definitive components were implanted. Doi: (B)(6) 2016; dor: (B)(6) 2017; left knee.